Manufacturer narrative:
(B)(4). The catheter was tested and passed deflection, electrical, leakage, temperature, generator, eeprom data, carto 3, recalibration, cool flow pump and patency flow tests. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The complaint cannot be confirmed.

Event description:
It is reported the patient had an adverse event while mapping the left atrium with the carto 3 system. The physician was mapping with a thermocool navistar when the cas noted the catheter had advanced from the rspv to a location over the right atrium. The catheter was retracted and the site observed with a reprocessed ultrasound catheter and an effusion was noted. A pericardiocentesis drain was placed and the patient was administered medications which were unknown in classification to the caller. The drain had decreased in drainage amount and the reprocessed ultrasound catheter was still in place to monitor the status of the effusion. The patient was being transferred to the ICU for monitoring. The reprocessed ultrasound catheter remained in the patient for monitoring and visualization of the effusion site.

Manufacturer narrative:
Upon follow-up, the customer facility indicated that the adverse event was not caused by any of the bwi equipments. The event was procedure related. The customer has declined service for all serialized units and disposed of the catheter. The patient was subsequently released from the facility but any further details have not been made available by the facility. If the products are returned to bwi in the future, an investigation will be performed and a 3500a supplemental will be submitted to the FDA. Concomitant products: carto 3 system, catalog # m480001, serial # (B)(4). Stockert 70 rf generator, catalog # s7001, serial # (B)(4). Coolflow irrigation pump, catalog # cfp002, serial # (B)(4). Webster cs catheter with ez steer technology, catalog # bd710df282rts, lot # unknown lasso electrophysiology catheter, catalog # d7l1015rt, lot # unknown manufacturer reference # pi1-6ahekr.